Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was moved after it was implanted, because the ins was placed in the wrong area. The ins had been placed right on the patient's pant line. There were no reported patient symptoms. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.